Event description:
It was reported that the health care professional (hcp) wanted assistance in programming the device system into magnetic resonance imaging (MRI) protection mode. In the process, it was discovered that this right atrial (ra) lead exhibited undersensing and had a high capture threshold. However, the atrial pacing is programmed to off. It was noted that there was no evidence of a lead fracture, making the system still MRI conditional. The hcp proceeded with the MRI. The patient stated they felt no change with the programming. The lead remains in use. No adverse patient effects were reported. Subsequently, the lead was explanted and replaced. No additional adverse patient effects were reported.